Event description:
An orsiro mission drug-eluting stent, which was expired on 11-feb-2024, was successfully implanted on (B)(6) 2024 in the lad. It was noted that the staff added a red sticker, indicating the affected device was expiring soon, and it had a 2/24 sticker. Therefore, it was read off as expiring at the end of the month. When staff realized the affected device had actually expired on the 11th, it had already been introduced into the patient, and the physician made the decision to deploy.

Manufacturer narrative:
Combination product: yes. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked prior to the device introduction, and that the physician finally decided to implant the stent. From the event description, the procedure was reported to be successful, and the device performed as intended. This indicates that the des was intact at the time of use. Due to the material characteristics and the aging behavior, there is no significant decrease in product performance including drug stability up to 3 years and therefore, no increase in risk is to be expected if the device is used 12 days after its expiration date. Also, the sterility of the orsiro mission would not be compromised if the sterile barrier was maintained until unpackaging as the same packaging and sterilization is used for products with 3 years shelf life.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked prior to the device introduction, and that the physician finally decided to implant the stent. From the event description, the procedure was reported to be successful, and the device performed as intended. This indicates that the des was intact at the time of use. Due to the material characteristics and the aging behavior, there is no significant decrease in product performance including drug stability up to 3 years and therefore, no increase in risk is to be expected if the device is used 12 days after its expiration date. Also, the sterility of the orsiro mission would not be compromised if the sterile barrier was maintained until unpackaging as the same packaging and sterilization is used for products with 3 years shelf life.